Event description:
It was reported via e-mail that the customer was in the emergency room with diabetes ketoacidosis and high blood glucose of 400mg/dl. The customer just started on her new insulin pump ten days ago. The customer stated that she was running low with previous device and running high with the new device. The caller mentioned that her body was adjusting to the new insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.